Event description:
An implant card was received for the previously reported prophylactic generator replacement surgery. The implant card indicated that the lead impedance value was high, 6 dcdc. The reason for generator explant and replacement was stated to be "prophylactic, other - abnormal diagnostic system & normal mode" in reference to the high impedance noted. The patient subsequently underwent surgery to replace the lead which was exhibiting high lead impedance. The recently placed generator was also replaced at that time due to lead compatibility. The explanted lead and pulse generator were discarded by the explanting hospital.

Event description:
New information was received indicating that the physician performed a prophylactic generator replacement but elected not to replace the patient's lead. The patient is being referred for a lead revision surgery. No known surgical interventions have occurred to date.

Event description:
A report was received indicating that a patient's device was exhibiting high lead impedance. There was no trauma believed to be part of the cause for the high impedance and no adverse events associated. The device was programmed off and the patient has been referred for revision surgery. Attempts for additional relevant information have been unsuccessful to date. No known surgical interventions have occurred to date.